Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's son stated that the customer was hospitalized for low blood glucose and the reading was 19 mg/dl. The customer changed the infusion set two days prior to the hospitalization and he was disconnected during the manual prime. Troubleshooting was performed and the insulin pump passed the displacement test. While checking the programming, it was found that the customer had not bolused for close to one week prior to the event and the bolus wizard featured had been turned off. The son stated that the customer had a very high basal rate programmed and the needed assistance changing it.